Event description:
On (B)(6) 2013, the surgeon performed a left side si joint arthrodesis on the patient placing three ifuse implants. The patient complained of post-operative leg pain that did not subside following the index surgery. A CT scan showed that an ifuse implant was impinging on the s1 foramen. On (B)(6) 2013, the surgeon performed a revision surgery where he removed the implant that was impinging on the nerve and added an additional ifuse implant in a different trajectory. The surgeon said that the patient was doing better following the revision surgery.

Manufacturer narrative:
Based on the information provided, review of surgical technique guide, IFU, certificates of analysis and (B)(4), there is no evidence that the device was out of specification. The most probable root cause is a malpositioned implant. Part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implant, p/n 7050-90, lot# i0811, manufactured 10/02/13, expires 2018-08. Ifuse implant, p/n 7055-90, lot# i0757, manufactured 10/04/13, expires 2018-08. Ifuse implant, p/n 7065-90, lot# i0652, manufactured 05/29/13, expires 2018-05.